Event description:
The patient reported that there was a problem with "one of their leads moving". It was further reported by the clinic, that the left ventricle (lv) lead showed high thresholds and non-capture. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55, lead, implanted (B)(6) 2014; 5076-45, lead, implanted (B)(6) 2014. (B)(4).